Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4778. Visual inspection confirmed the catheter balloon was partially inflated due to inadequate inflation. Using the returned syringe 4ml of solution was passively withdrawn from the balloon. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and catheter was allowed to rest with no observed leaks. However, upon inflation the balloon was asymmetric with balloon concentricity 100/0. The balloon passively deflated 01min16sec using returned syringe with no cuffing noted. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be drawn from the foley catheter during pre-testing. Per the notification received from the investigator on 17feb2026, it was reported that the balloon had been asymmetrical (100/0). This had been found during the sample evaluation conducted on (B)(6) 2026.

Event description:
It was reported that sterile water could not be drawn from the foley catheter during pre-testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: fukushima medical university aizu medical center hospital UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.